Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at distal end. Thermal damage was found near the grip base.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained following additional information : customer confirmed that they did not detect thermal damage on reported 8mm fenestrated bipolar forceps instrument. There was no arcing event. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the 8mm fenestrated bipolar forceps instrument's wire was torn. The instrument still had 7 lives left. No fragments fell into the patient. The procedure was completing as planned but the patient outcome is unknown.